Event description:
It was reported that the pump became unresponsive. The customer is unable to unlock the pump. There was no impact to the customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.